Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received unexpected restart alarm. The customer also reported that the insulin pump was exposed to moisture. The customer reported that there was a constant tone occurring. The customer's blood glucose was 92 mg/dl at the time of incident. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the unexpected restart alarm was recurring during normal use. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. We were unable to verify unexpected restart alarm due to blank display. No constant tone noted. The insulin pump was received with corroded motor home switch. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.